Event description:
It was reported that there were episodes of non-sustained oversensing to post-paced t-wave oversensing (pptwo) on the device. The pptwo resulted in a temporary loss of pacing for the non-pacemaker dependent patient. Technical support was contacted and the device was reprogrammed to resolve the event and the patient was stable.